Event description:
It was reported that during a shoulder procedure, a dime shape burn hole was noticed on the patient drape, either caused by the scope or rf wand.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.